Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 had failed and required maintenance. A field service engineer (fse) found that the half-height drawer 2.1 had failed and then reseated the row board cable, allowing successful recovery. Fse logged into the hardware test application and ran a final test on the main drawer 2.1, which passed. Performed proactive maintenance by testing all drawers and slides, checking connections under the top cover, and removing dust. All tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer was failed the customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer was failedthe customer stated that there was a delay in dispensing medication to a patient.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.